Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting loss of capture. The patient presented into the ER with a low blood glucose and he was hypothermic with a body temp of 89 degrees. His pulse rate was in the 30s and it was intrinsic with no pacing noted. As the patient warmed up, the pacemaker started pacing and capturing appropriately, and was pacing at a rate of 60 ppm. Later, the electrocardiogram displayed an intrinsic heart rate of 30-40 bpm, with no capture. The local boston scientific representative was called to check the device.